Manufacturer narrative:
Plant investigation: the dialyzer caps were manufactured after a planned product design change. This product previously included four caps with each dialyzer, and after the change, each dialyzer included two caps that are designed and intended to be used on both ports in place of the previously included four caps. They require the user to press the caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed that ¿users were applying the same technique (twist) used to secure the caps before the introduction of the new dialyzer cap, since the instructions for use (IFU) did not indicate the new method for securing the caps (e.g., push action). It was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap, however the instructions were focused on how to perform the transfer of the cap from the end of the dialyzer to the dialysate port resulting from the reduction of four caps to two caps. In addition, the prior method of securing the cap (e.g., "twist") was not included in the IFU, and therefore the method for securing the new cap was not considered during the change. It was indicated that the caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions. Original instructions directed users to secure the cap on the dialyzer. Flow rates, clamping, and disposal instructions are all covered in the instructions of the dialysis system. Dialyzer instructions have been improved to include information on adequately securing the cap. As the dialyzer IFU were updated to provide more specific direction on securing the cap to the dialysate port during treatment preparation the cause of the event can be attributed to labeling. A review of the production record was performed. The reported lot number passed all release criteria.

Event description:
A registered nurse (rn) from a hemodialysis (hd) user facility reported that the caps fell off the dialyzer resulting in a saline leak. Additional information was provided upon follow-up with the clinical manager (cm) from the facility. The cm said the reported issue occurred during the priming stage due to increased pressure in the dialyzer. This caused saline to leak out of the dialyzer. The cm confirmed the patient completed treatment. The reported issue did not result in any patient blood loss or adverse events. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) from a hemodialysis (hd) user facility reported that the caps fell off the dialyzer resulting in a saline leak. Additional information was provided upon follow-up with the clinical manager (cm) from the facility. The cm said the reported issue occurred during the priming stage due to increased pressure in the dialyzer. This caused saline to leak out of the dialyzer. The cm confirmed the patient completed treatment. The reported issue did not result in any patient blood loss or adverse events. No sample was available to be returned for evaluation.